Manufacturer narrative:
No product returned for investigation. It was reported that there was a slow leak near the purge filter with no change in purge pressure or flow. The data logs do not show any purge pressure alarms or changes in purge pressure or purge flow. They are stable the whole case. Due to a lack of product returned, the root cause of the purge leak - pump cannot be determined. The device passed all post sterile inspection checks.

Event description:
The complainant reported that tan impella 5.5 had a slow leak near the purge filter unit by the square housing. There were no changes in purge pressure or purge flow or any other parameters. The team monitored the area closely until the patient was explanted as planned. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.